Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the device did not help patient at all. When the patient turned the device on, stimulation was in the wrong spot. Patient had a pain around the knee and the lower part. The stimulation was not going in the right spot. It did not go to the lower of the knees and it only went to thighs. Sometimes the patient increased stim but the patient could not move any parts because it was annoying, it was all over their body, and they could not move. The issue had been like this since implant. The patient played around with settings and called the representative a couple of times and left a message on april 27th. They did not call back. They wanted to remove the device because sometimes they had a hard time getting an x-ray, mris and other tests because they wanted to know the device info. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.